Manufacturer narrative:
Final analysis found the reported inability to insert the connector pin into the header was confirmed in the laboratory. Visual inspection noted the connector pin diameter was out of specification which prevented the lead from being inserted into the ICD header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device implant procedure, the right ventricular lead could not be attached to the device header. The lead was not used and replaced with a new lead. The patient was stable during and after the procedure.